Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pace defib fault", "status 93" and "status 66" messages. Complainant indicated that there was no patient involvement in the reported malfunction.